Manufacturer narrative:
The proximal segment of the lead was returned and analyzed. Analysis revealed a fracture of the distal conductor which developed due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The lead was removed after the patient expired; approximately four and a half years post implant of the lead. Additional information was received and indicated the death was unrelated to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.